Manufacturer narrative:
(B)(4).

Event description:
Replacement of a sunfit th 55 by a sunfit th 65 after 2 month of implantation. Patient had very soft bone. Original cup migrated superiorly into the iliac crest.